Event description:
It was reported that the pump does not pass the battery run at 125ml/h over 250h. There was unknown patient involvement.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. The device was visually and functionally tested and the customer stated problem was able to be confirmed. The pump only delivers up to 18h at 125ml/h. The cause of the issue was found to be the chassis. Chassis will be repaired upon customer approval of the cost estimate. Service history identified that no previous repair has been noted in the last 12 months.